Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). The logfile analysis and the service by hamilton ag service partner confirmed that the root cause of the defects reported by the customer were the defect esm vup (ventilation unit processor) and the esm ipp (interaction panel processor). Replacement of both esm boards resolved the problem. Although in this case there was no patient harm reported the malfunction of two components, esm vup and esm ipp, could lead to a medical intervention and in a worst case scenario the deterioration of the state of health of the patient cannot be excluded. Therefore, the case was assessed reportable.

Event description:
Hamilton medical ag received the following event description: upon powering on, the device displays only stripes on the screen. After the esm vup was replaced, the device no longer shows stripes on the display. However, after booting up, the message "no connection to the ventilation unit" appears. No patient involvement.

Event description:
Hamilton medical ag received the following event description: upon powering on, the device displays only stripes on the screen. After the esm vup was replaced, the device no longer shows stripes on the display. However, after booting up, the message "no connection to the ventilation unit" appears. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.